Manufacturer narrative:
(H3, h6): no parts have been received by manufacturer for evaluation. This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case, an artifact was on their scans (including the 3d scan). Cs reported it was the same artifact that appeared under different case. Site continued with case by using the other imaging system onsite. This issue occurred intraoperatively, and there was less than one hour delay. There was no reported impact on patient involved. Additional information updated. Clinical service spoke with the techs at the site. Since this had happened before they rebooted the machine and tried on another patient. The article has not been seen in the subsequent images and spins.